Manufacturer narrative:
The customer (biomed) reported that he was investigating an incident with one of their intellivue mp5 monitors, that reportedly occurred a week prior (no exact date/time was provided). This monitor was used to monitor a non further described patient and reportedly failed to announce appropriate alarms for "desat spo2". No additional information about context of failure mode, patient condition or used accessories at time of incident were provided. A philips solutions center engineer (sce) informed the customer about possibilities to review retrospective information, e.g. Review of monitor or central station log files and to check whether alarms were suspended or potentially turned off. During the conversation the biomed noted that he suspected alarms were silenced or suspended. The sce left follow-up messages with the customer, however, was not able to talk to the biomed again, or to retrieve respective log files. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the monitor failed to announce appropriate alarms for a desat spo2 incident.